Event description:
Reporter stated that the surgeon was using another manufacutrer's lens with the indigo-p injector and the trailing haptic twisted and tore during insertion into the eye. The incision was enlarged to remove the lens and another lens was put in the eye and a suture was used. The patient's preoperative bcva: 20/40. And manifest refraction was +1.25 - 2.00 @ 60 and postoperative bcva is 20/25. Manifest refraction is -1.00 - 2.00 @ 055.